Event description:
It was reported that there was a question as to why the egm markers stop being labeled towards the end of the atrial high rate episode. Review of device data showed loss of telemetry. The technical consultant also stated that 20 post-event markers will be displayed, so the atrial high rate may continue without markers displayed. The patient was also experiencing atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.